Event description:
Ous MDR - this device was being replaced, and during the operation the setting changed from dddr and 70 ppm to ddo and 70 ppm because electro cautery was going to be used. While the leads were still connected, no pacing was observed and it was found the pacemaker had gone into back-up mode. Therefore, an initialization was performed without first taking a ram dump. It is believed that if the back-up mode was due to cautery, the setting should have been vvi and 63 ppm. It seemed the pacemaker didn't pace during this event. No high thresholds were noted. The replacement was completed successfully.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. The pacemaker was interrogated and the devices memory content was analyzed. It was found that the device switched into safety backup mode at the time of the explantation procedure. Considering the burn marks on the pacemaker housing it is likely that the direct contact of the electro-cautery tool with the pacemaker housing might have contributed to the activation of the safety backup mode. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect invalid memory content. In the case of an invalid memory content the device switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies with unipolar stimulation in vvi mode at 70 bpm. In case the device is in the safety backup mode and has reached eri status, the pacing rate will change to 63 bpm. Upon interrogation a device status error message appears to notify the user. Furthermore it was found that the pacemaker switched to the battery status eri a few hours after explantation, most likely due to storage in a cold temperature environment. Next, the pacemaker was subjected to an electrical inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the pacemaker switched into safety backup mode during the explantation procedure. It is likely that direct contact of the electro-cautery tool with the pacemaker housing might have contributed to the activation of the safety backup mode. However, the analysis revealed that the device is fully functional. A long term pacing test proved the pacemaker's therapy functionality to be flawless. There was no indication of a material or manufacturing problem.